Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since (B)(6) 2015 the maximum right ventricular (rv) lead capture threshold measured greater than 2.5 volts and consistently measured greater than 2.5 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.